Event description:
Customer called to report that the unicel dxi 800 access immunoassay system generated erroneously elevated bhcg (beta human chorionic gonadotrophin) results for three patients above the normal range of the assay. Repeat testing of the patient samples produced lower results within the normal range of the assay that were not questioned by customer. There were no reports of death, injury or change to patient treatment attributed to or associated with this complaint. The field service engineer (fse) inspected the instrument, but found no hardware issues in connection with this event. Furthermore, customer did not report any sample integrity concerns in connection with this event.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument, but found no issues. The service activity performed was verified to meet the specified requirements per established procedures. The results met published performance specifications. In conclusion, the cause of this event is unknown and could not be determined. Customer has not called back to report any further issues relating to this event. (B)(4).